Event description:
It was reported that a ge field engineer sustained an injury during an upgrade of the mr system. As part of the upgrade the field engineer needed to remove and then reattach the longitudinal drive motor that controls the motion of the cradle in an out of the bore. The field engineer reportedly attempted to reattach the longitudinal drive motor (located in the rear pedestal behind the magnet) when it became attracted to the rear side of the magnet. The field engineer's hand became stuck between the drive motor and the bore, causing a fracture on the ring finger of the right hand. The field engineer rec'd first aid treatment and an x ray at the same site where he was performing the upgrade. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.